Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers stylus was out of alignment. It was further noted that the floppy disk drive and the media door bay assembly were damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers stylus was out of alignment. It was noted that the stylus had been previously calibrated but the issue remained. The device has been returned for service. There was no patient involvement reported.